Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. An oer-3 was used for reprocessing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination in the forceps channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to b5 to add additional information inadvertently left out of the initial report, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: control section, air leak; up/down angulation lock was deformed; the objective lens was cracked; the objective lens glue was peeled off; the distal cover was burned; the light guide lens was cracked; the light guide lens glue was peeled off; bending section rubber glue was chipped; bending section rubber glue was cracked; the insertion tube was scratched; the insertion tube coating was peeled off; the insertion tube was wrinkled; the universal cord was wrinkled; switch button 1 was scratched; switch button 2 was scratched; switch button 4 was worn; switch box was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer regarding the user culture results and cleaning disinfection and sterilization (cds) processes. The culture test result which was obtained from the user was as below: sampling date: unknown. Microorganism name: unknown. Number of bacteria: unknown. Bacteria-detected part: the instrument channel. Provided cds information: whether specific health damage occurred or no occurrence. Blood test for the patient who used the device that detected the bacteria: no. Place where bacteria were detected: forceps channel. What to do with the actual product that has bacteria detected (check for damage in the pipeline, reprocess and use, etc.)? Factory inspection. What kind of washing machine is used? Oer-3. How to reprocess is there a problem? No problem. Sense of temperature in the facility (requests to olympus)? Scope inspection. Cause of bacteria detection assumed by the facility? Unknown. Future on-site response (study meeting schedule, etc.)? Attending cleaning (B)(6).